Manufacturer narrative:
The customer reported that they had not been aware that the in-line connection required tightening prior to use; the labeling on this product looks the same as the labeling on a different baxter product with bonded components that they typically use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the device was received for evaluation contaminated with blood. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, clear passage and pressure tests were performed and all were found to be within the product specification range. The reported condition was not verified. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Medwatch report # (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set disconnected from the patient which resulted in a blood leak. This event occurred during infusion of unspecified intravenous (IV) antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility. Upon follow-up with the customer, the customer clarified that the ¿bore¿ of two (2) one-link catheter extension sets became disconnected from the remainder of the set, resulting in a blood leak. The reporter described the blood loss as ¿minimal¿. The user had not been aware that the in-line connection required tightening prior to use. The reporter further stated that the cause of the disconnection was that the in-line luer connection had not been tightened prior to use. This occurred during infusion of IV fluids including IV antibiotics. Should additional relevant information become available, a supplemental report will be submitted.